Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states both sides of the wheel lock assemblies are bent and left side sector block screw is broken.